Event description:
The pt's ipg was replaced on (B)(6) 2008 (reference manufacturer's report 1627487-2010-01124 for additional details). Two hours after the procedure, the pt reportedly lost stimulation and returned to the hospital for x-rays, which showed that both of the pt's leads had pulled out of both ipg headers. The ipg was removed and returned to ans for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Passed lead pull test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.